Manufacturer narrative:
Product analysis : analysis revealed the atrial output connector is broken. Attachment ring is missing. Lower case is broken. Serial number is damaged. Both bail covers are broken. The external pulse generator (epg) was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was in need of repair. No further details were provided. The status of the epg was not known. No patient complications have been reported as a result of this event. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis.